Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device (needle was at the ¿vac¿ position). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue.on oct 24th 2024, abbott vascular determined that a field action was required for specific lots of indeflator 20/30 product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, a 20/30 priority pack indeflator was connected directly to a balloon hub and did not hold pressure when inflating. Another unspecified indeflator was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device (needle was at the ¿vac¿ position). Device history record (DHR) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however this cannot be confirmed. Additionally, inadvertent mishandling during use and/or during shipment for return analysis possibly resulted in the noted needle at the ¿vac¿ position; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.